Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, tightened lugs on the transformer, replaced the power cord plug and instructed users on proper shut down procedure. System operates as intended.

Event description:
Customer reported images are being scrambled when they are sent to pacs. No patient injury was reported.